Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to these facts we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time.

Event description:
It was reported that during a hip arthroscopy procedure utilizing the hip pac, disposable it was reported that the device broke in patient. The broken piece was removed with graspers and a hemostat. A back up device was available to complete the case. There were no patient complications reported as a result of this event.